Manufacturer narrative:
While working on the tooth, the patient was burned on the lower lip. Burn area was about 3-4 cm. The patient was given ointment for burn. During product evaluation, medium debris level were found in the handpiece. The bearings were gritty, the head at the backcap was dented. The dented head and the sticking backcap lead to heat up the head.

Event description:
A dentist was performing a routine procedure on a patient using a dental electrical handpiece when the patient's lower lip was burned by the head of the handpiece.